Event description:
It was reported that during a stenting treatment procedure a stent fracture occurred. The 90% stenosed target lesion being treated was located in the non-tortuous ostial circumflex. Predilation was not performed. A 3.50x8mm ion stent delivery system was advanced and deployed in the circumflex, followed by 2 inflations. A stent fracture was then noted. An unspecified balloon catheter was then advanced and post-dilation performed, however, the result appeared worse. A 4.00x9mm non-bsc stent was then advanced and deployed inside of the ion stent with good result. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).